Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient was hospitalized for the event. On (B)(6) 2011, the patient was treated with amikacin 250 mg, ip, once daily and vancomycin 1 gram, ip, loading dose. The outcome for the event was unknown and action taken with dianeal was not reported. Concomitant medications were not reported. The reporter stated the event of peritonitis was unrelated to dianeal. The root cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.